Manufacturer narrative:
Examination of the returned used device 60-6085-201a found that the device was broken. The rod broke right before the handle which caused everything to fall off the rod (the cone and the cervical cup). A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 71 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that a 60-6085-201a, medium, uterine manipulator device was used in a robot assisted laparoscopic hysterectomy and bilateral salpingectomy procedure on (B)(6)26, and ¿the vcare handle broke while the scrub tech was manipulating the uterus. The facility noted patient size as a factor that may have made uterine manipulation more challenging. No patient or staff injuries were reported. The broken components were recovered and placed in a biohazard bag.... I could not retrieve the package just the broken bits.¿. The procedure was completed with no report of delay, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that a 60-6085-201a, medium,uterine manipulator device was used in a robot assisted laparoscopic hysterectomy and bilateral salpingectomy procedure on (B)(6) 2026, and ¿the vcare handle broke while the scrub tech was manipulating the uterus. The facility noted patient size as a factor that may have made uterine manipulation more challenging. No patient or staff injuries were reported. The broken components were recovered and placed in a biohazard bag.... I could not retrieve the package just the broken bits.¿. The procedure was completed with no report of delay, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.